Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the computer of the imaging system and viewing station of the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed an error stating, "current file error aborted to microsoft". The reported error was clear via four restarts of the imaging system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.